Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming and falling off the vessel. The clips were also feeding into the jaws. Another device was used to complete the case with no pt consequence. The device was discarded.